Event description:
It was reported, that "there's an inflation system leak". There was no reported injury or change in therapy. As of the date of this report, the involved device(s) have not been returned to the mfg facility for analysis and investigation.